Manufacturer narrative:
Date of event is unknown. Best estimate date is from (B)(6) 2017. Manufacturer year 2016. All pertinent information available to abbott medical optics has been submitted.

Event description:
A surgery center reported a cluster of infections that have occurred recently. Although, attempts have been made, no additional information was provided.

Manufacturer narrative:
In initial report, only the year of manufacture was only provided, however the month and day is now provided in this follow up. September 6, 2016. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.